Manufacturer narrative:
(B)(4). Eval results: (root cause of event cannot be identified based on info available), (perforation, death). Conclusion: no conclusion can be drawn (root cause of event cannot be identified based on info available).

Event description:
It was reported that an integrity rapid exchange (rx) coronary stent was deployed to the left circumflex artery of a pt. A perforation occurred which was treated with another MFR covered stent. However, it was reported that the pt died approx two hrs post procedure. According to the physician, the pt death was probably not related to the integrity stent. The cause of death is unk.